Event description:
Lot # is eithe r6n01007 or 5f06507. Fmc canada reported (#1010) a leak from the "red safe-lock and the tubing junction". The pt was give prophylactic antibiotics (ancef 2 gms intraperitoneal). Cultures were negative. The sample was sent to fmc.